Event description:
During an implantation procedure, the right ventricular (rv) lead could not be placed in the right ventricle. A different rv lead was used instead. The patient was stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies. The helix was clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification.